Event description:
It was reported that caller previously did not see drops of insulin at end of tubing during fill tubing step of load sequence, despite using new cartridge with room temperature insulin and not overfilling or reusing cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer resolved issue by changing infusion set and cartridge and successfully resumed insulin, and no additional actions by technical support were reported.